Event description:
Procedure type: urological. According to the reporter: the pt had portion of eroded graft removed. Allegedly, as a result of having the product implanted, the pt has experienced erosion that resulted in the removal of portion of the graft. .

Manufacturer narrative:
(B)(4). This bard report# (B)(4), corresponds to avaulta posterior system.